Manufacturer narrative:
(B)(4). Concomitant medical product: polyax femoral plate, cat#: 814131112, lot#:dmhcyd; polyax locking cortical screw 8 mm, cat#: 815045508, lot#: unk; polyax locking cortical screw 10 mm, cat#: 815045510, lot#: unk; polyax locking shaft screw 36 mm, cat#: 815045536, lot#: dpfc45; polyax locking shaft screw 40 mm, cat#: 815045540, lot#: dpdcw6; polyax screw 75 mm, cat#: 815355075, lot#: dpfdmz; polyaxial screw 85mm, cat#: 815355085, lot#: dpcbtj; cortical screw, cat#: 815745048, lot#:unk; cortical screw, cat#: 815745050, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10362, 0001825034-2018-10363, 0001825034-2018-10364, 0001825034-2018-10365, 0001825034-2018-10366, 0001825034-2018-0367, 0001825034-2018-10368, 0001825034-2018-10370, 0001825034-2018-10371, 0001825034-2018-10373, 0001825034-2018-10374, 0001825034-2018-10375, 0001825034-2018-10376. Product location unknown.

Event description:
It was reported that the patient underwent revision fifteen months after open reduction internal fixation of a periprosthetic fracture due to pain. It was further noted that the plate was prominent laterally, which was affecting range of motion of the knee.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The review of the operative report stated the patient had previously developed a periprostheic fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.